Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Four pictures were attached for evaluation. Visual and functional testing were performed. No damages nor other workmanship defects were detected during sample investigation. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed. No corrective action required as the complaint was not confirmed. D4- catalog and UDI number and g5 are unknown.

Event description:
It was reported that the pump alarmed air in line and bubbles were found in line. Patient changed lines and cassettes to resolve the issue. No patient injury was reported.